Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1- telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of the preloaded intraocular lens (iol), scratches or marks were noticed on the upper left part of the iol. The patient has not reported any complaints about their vision. No further information provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The picture shows 4 triangular shape scratch-crack like marks located in the lens mid periphery arranged in a linear and horizontal shape from 9:30 to 12:00 in relation to the picture orientation. Based on the location of the marks, it is not expected for them to cause an optical impact to patient vision. However, the definitive clinical impact or the potential root cause for the reported issue cannot be determined from a picture assessment. The complaint issue "cosmetic issues" was not identified during photograph evaluation. The observed "lens damage" is similar to the reported complaint issue. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.